Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button fell off of the pump. The customer declined further follow up from tandem technical support. No additional information was provided.